Event description:
Device analysis completed and final report of investigation will be in h 10.

Manufacturer narrative:
Investigation results completed on a smtiths medical cadd legacy 6400 pump. Complaint alleges that the device failed accuracy testing by -11.75% , however when testing was done and event log could not substantiate complaint. The device was with in the specification of +/-6%. Action was taken from recommendation to replace the expulsor assembly to become closer to normal range of accuracy. Unknown cause of event and device met all specification for delivery and functional testing. Updated fields: b 1 b 4 b 5 g 7 h 1 h 2 h 3 h 6 h 10.

Manufacturer narrative:
Additional information received on (B)(6) 2019 that there was no patient involvement.

Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump failed accuracy at "-11.75%." No adverse effects were reported.